Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. Sealant was flushed with the distal end of shuttle cartridge covering the balloon proximal bond. The shuttle cartridge was retracted gradually until the sealant was fully exposed. Slight resistance was felt during retraction. Subsequent to unsheathing, blood was observed on the full length of the sealant and the advancer tube was found engaged to the proximal tamp lock. Blood leaching through the length of the sealant's core and initiate proximal swelling of the sealant could potentially lead to device jam. The review of the lhr (lot f1235401) indicated that the device lot met all established performance criteria prior to shipment. Based on the information received and the investigation performed, the root cause of the device deployed jam could not be conclusively determined.

Event description:
It was reported by the aci vascular closure specialist that an (B)(6) male patient underwent an interventional carotid stent procedure on (B)(6) 2013. Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed no present of pvd/calcium in the vicinity of the access site and the vessel size was approximately 8mm. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that he device jammed. The device was removed and the patient was converted to approximately 20 minutes of manual compression at which time hemostasis was achieved. The patient was reported as hospitalized for an unrelated and unspecified reason.